Event description:
It was reported that the patients implantable pulse generator (ipg) incision site was not closing as expected by the physician. The patient was taken to the operating room (or) for incision washout and re-dressing. There was no evidence of infection, and no devices were explanted. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.